Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed open sores under the ECG electrodes on the sides of his body. The patient reported the sores were not bleeding. The patient applied a cream to the sores that he received at the hospital. Follow-up indicated that the skin irritation was improving.